Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient was dizzy and did not feel well when the cgm was displaying 300 mg/dl. A bg was checked and it was 40 mg/dl. He called emergency medical services (ems) and when paramedics arrived, they administered IV medication (unspecified) and the patient¿s bg returned to normal a short time later. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2022, the patient was dizzy and did not feel well when the cgm was displaying 300 mg/dl.